Manufacturer narrative:
A ge representative conducted an on site investigation. The representative reseated the image processor, replaced ip board, replaced display adaptor, bumped up the 5vdc to 5.1vdc, tested all cables reseated all boards in work station, and swapped backplane slots and move ip and display adaptor over 1 each. The system worked as intended, and was returned for customer use.

Event description:
The customer reported the system displayed poor image quality. No patient injury was reported.